Event description:
It was reported that a vns pt experienced coughing with stimulation every 5 minutes. The patient's current settings were 0.25/20/250/30/50 magnet 0.5/60/250. The pt was recently re-implanted on (B)(6) 2010 and diagnostics from (B)(6) were within normal limits (no specifies). Info from the treating neurologist indicated the cough was related to vns and he was going to decrease either the pulse width or hz to reduce the coughing. Moreover, a company representative assisted the office of the treating neurologist and she indicated the coughing did not resolve after settings were changed. However, it was noted that the pt was programmed on right after revision surgery on (B)(6) 2010. The company representative stated the manufacture's recommendation for re-implanted patients but the physician decided to leave the pt programmed on and scheduled a follow-up for the following month. Additional info was received from a company representative indicating the patient's cough got worse and now, the pt is vomiting due to the cough. Moreover, the pt was recently admitted to the hospital due to the coughing and treating physician at this time is not sure if vomiting is related to vns. Vns was disabled due to the event of vomit and pt was still vomiting but not as much.